Event description:
The customer reported the tip of the screw broke and was retained by the patient.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The returned screw was visually evaluated with a digital microscope. The screw was found to be fractured at the first minor diameter from the head and perpendicular to the length of the screw. The fracture is typical of an over-torqued screw. The slot on the head of the screw show slight deformation, also indicating an over-torquing of the screw. The location of the fracture did not make any measurements of the threads possible. There are no indications of manufacturing defects. The most likely underlying cause of the confirmed complaint is excessive torque applied to the screw during use.